Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was withdrawn from the body and the valve migrated. A snare was used to pull the valve upward. The right coronary artery became occluded and the procedure converted to open surgical replacement of the valve. No other adverse patient effects were reported.